Manufacturer narrative:
(B)(4) the dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Patient's mother reported that she had used grifgrips on top of the patient's sensor and the patient claimed it was itchy. Upon removal, she realized that the skin under the adhesive area was very hard. She removed the sensor adhesive and there was a foul odor coming from the patient's skin, as well as tiny red bumps as though the patient broke out in hives. Patient's mother described it as being similar to a chemical burn. Patient's mom expressed that she was scared of using dexcom adhesive as this had happened with previous batches of sensors. Patient's mother reported that she was aware of approved sensors sites for abdomen and buttocks however, their endocrinologist also recommended the back of arm. On (B)(6) 2016 the patient's doctor prescribed mupirocin ointment, usp 2% to be applied to the patient 3 times daily. Affected area was treated with a wet, cold compress, regular antibacterial soap and water, over the counter triple antibiotic ointment and over the counter liquid benadryl. At the time of contact, the patient was stable. Additional event or patient information was not provided. No product or data was returned for investigation. However, photos of the rash were provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined. The sensor was inserted into the arm. The dexcom g5 mobile system user's guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.